Event description:
Unable to confirm rv (right ventricular) capture on current egm (electrogram) previous high thresholds noted on lead trends. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5119446.